Manufacturer narrative:
As reported, saline leaked from the balloon of a 5f mynxgrip vascular closure device (vcd) during inflation. Hemostasis was achieved with manual compression within 30 minutes. There was no reported patient injury. There was moderate vessel tortuosity. An interventional peripheral was performed. The user was mynx certified. A 5f unknown sheath was used in the case. The mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The patient recovered. No patient information was available. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle with the stopcock open. The syringe was not connected to the device. The sealant and advancer tube were observed to have remained in the outer cartridge tubing as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon, the results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon approximately 3.5 mm from the balloon proximal neck. A product history record (phr) review of lot f2111901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned devices. The cause of the loss of pressure was a tear in the balloon. The exact cause for the event could not conclusively be determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. The IFU also instructs the user to confirm via femoral arteriogram or venogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Telephone number: (B)(6). The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, saline leaked from the balloon of a 5f mynxgrip vascular closure device (vcd) during inflation. Hemostasis was achieved with manual compression without 30 minutes. There was no reported patient injury. There was moderate vessel tortuosity. An interventional peripheral was performed. The user was mynx certified. A 5f unknown sheath was used in the case. The mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The patient recovered. No patient information was available. The device will be returned for evaluation.